Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also explanted was pxc201200/lot#03482940.

Event description:
In 2005, the pt was treated with two gore excluder aaa endoprostheses. It was reported that the device migrated distally into the aneurysm sac resulting in a type I endoleak and aneurysm enlargement. In 2006, the pt was converted to an open repair, an aorto bi-iliac dacron graft was implanted. The procedure went without incident, the pt was reported to be doing well.